Manufacturer narrative:
The serial number of the device in question was confirmed. Serial # was updated. The customer has had no reports of any adverse affects to patients.

Event description:
The customer initially complained of questionable results from three patient samples tested for total psa total (free + complexed) psa - prostate-specific antigen (tpsa) and ft3 - free triiodothyronine (ft3). The customer then reviewed patient results for tests performed from (B)(6) 2012 and identified two time periods during which a positive shift for competitive assays and a negative shift for sandwich assays occurred. The customer provided 174 repeat testing results from samples for 115 patients which the customer considered questionable. The exact number of samples involved is unclear. The following tests were involved: afp a1-fetoprotein (afp), (B)(6) - total antibodies (igm and igg) to the (B)(6), dehydroepiandrosterone sulfate (dheas), ft3 - free triiodothyronine (ft3), human sex hormone-binding globulin (shbg), testosterone ii (testo), insulin (insu), and total psa total (free + complexed) psa - prostate-specific antigen (tpsa). Of the data provided, 29 test results were found to be erroneous. For patient 1 the tpsa result was 10.5 ng/ml on (B)(6) 2012, which was reported. The repeat was > 100 ng/ml; the analyzer performed an autodilution with a result of 101.2 ng/ml on (B)(6) 2012, which was considered to be correct. For patient 2, a female born (B)(6) 1933, the ft3 result was 22.4 pmol/l on (B)(6) 2012; it is unclear whether this result was reported. The repeat was 4.91 pmol/l on (B)(6) 2012, which was considered to be correct. For patient 3, a male born (B)(6) 1926, tested on (B)(6) 2012, the tpsa result was 34.9 ng/ml, which was reported. The repeat was >100 ng/ml; the analyzer performed an autodilution with a result of 686.7 ng/ml on (B)(6) 2012, which was considered to be correct. The additional 26 erroneous test results are included in the attachment to this MDR. Patients 1, 2, and 3 were not harmed by the erroneous results. The customer did not provide information regarding any adverse events for the additional patients. Lot numbers and expiration dates of the reagents involved were not provided. The serial number of the cobas 8000 e602 analyzer involved may have been either 1129-03 or 2356-07. Clarification has been requested. The engineer visited the customer on (B)(4) 2012, when the system generated a number of warning alarms. The engineer observed a number of bubbles in the procell reservoir. Upon investigation he found the filter for procell bottle 2 was loose to the point it was nearly falling off and this was allowing air to be drawn into the system. The filter was tightened and the system was primed. On (B)(6) 2012 all of the filters on this line were checked, and three other procell filters were found to be loose. Engineering checks were performed. Precision checks were performed, and the results were good. The customer suspects that the loosening occurred either because the staff were not performing the routine maintenance and the filters had worked loose or the maintenance was performed, but the filters were not screwed back on firmly.

Manufacturer narrative:
The event occurred in (B)(6).